Manufacturer narrative:
Batch review performed on 29 march 2022. Lot 2002703: (B)(4) items manufactured and released on 05-may-2020. Expiration date: 2025-apr-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event. Clinical evaluation performed by medical affairs director: 1 year after primary cemented tka, instability is developed and a thicker insert is implanted in place of the original one. Secondary instability is a possible unfavourable evolution of tka, generally due to secondary ligament laxity. In this case, also secondary resurfacing of patella is undertaken, and this is also a frequent evolution of the arthritic knee, disease progression. This revision should not be ascribed to a faulty device.

Event description:
The patient had a feeling of knee pain and instability. About 1 year after the primary surgery, the surgeon decided to change to a thicker inlay and also resurface the patella.